Event description:
Siemens was informed on (B)(6) 2013 that the customer experienced a collision, and that the system does not have the built-in preventive collision control that it should. There is no report of mistreatment or injury to a patient as there was no patient involvement in the incident. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemen's investigation into the reported incident is on-going. A supplemental report will be submitted to the FDA upon completion of the investigation. (B)(6).